Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Additional info was requested 5/18/2007 and 5/21/2007 by phone, fax, and mail. Additional info was received 5/29/2007 and 6/1/2007 by phone and fax.

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he experiences headaches when reading and poor intermediate and near vision. The pt was prescribed a pair of prism glasses to see if the pt is having convergence difficulties. Left eye: MDR # 119421-2007-00242. Right eye : MDR # 1119421-2007-00243.